Manufacturer narrative:
Corneal edema is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
An article titled "a study of efficacy, safety and visual outcome of toric implantable collamer lens implantation for patients with myopic astigmatism" about corneal edema, iritis, elevated iop. Medical management required. Cause of the event was not reported.